Event description:
It was reported that during preparation, the micromanipulators lens had a black spot, and the aiming beam was not visible. The procedure was cancelled due to this event. There were no patient complications. This event is being reported for an aborted/cancelled procedure with a patient under unknown sedation.